Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with intermittent loss of capture. No capture when the lead was in bipolar mode but capture at high outputs in unipolar mode. It was suspected that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The associated device was programmed to the maximum output for the atrial lead and a chest x-ray was being considered to determine the lead position. At this time, this ra lead remains implanted. No additional information is available and no surgical intervention has been planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.